Manufacturer narrative:
Additional narrative: additional product codes: hrs and hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, there was a removal of a broken 4.5mm variable angle lcp curved condylar plate. Procedure outcome and patient status are unknown. This report is for a 4.5mm variable angle lcp curved condylar plate. This is report 1 of 1 for (B)(4).